Event description:
It was reported that an olympus p4 sheath ¿tore¿ while in use on a male patient during his consultation with an ent for malignant neoplasia of the base of his tongue. The tip of the sheath fell inside the patient, requiring withdrawal of the endoscope for removal of the tip. However, the tip was successfully retrieved with no report of additional procedures or patient impact as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): the distal tip/window had become detached, the tip was not returned with the sample. The break point had a jagged pattern and there were many small fractures in close proximity. The proximal end to the break point measured 12¿. There was no definitive evidence of improper manufacturing, the device was over 2-1/2 years old prior to the complaint¿based on the available evidence and information the most likely underlying cause is consistent with shipping/handling/storage conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.